Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the button is unresponsive.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to cold solder joints at the keypad assembly. The connector at the printed circuit board was properly connected. No moisture damage was found on the keypad assembly noted. The insulin pump passed the leak test. The insulin pump had minor scratched lcd window and case.